Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps instrument was found to have a wire thread sticking out and looked like it was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the instrument log for the tenaculum forceps instrument (part #470207-10 / lot #t10181008-0017) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk0582. The instrument had 6 remaining usable lives with no subsequent use recorded. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.